Event description:
Customer indicated a nurse pulled the line out of the pump and was carrying the line to dispose of it when it fell apart. The set appeared to come apart above the upper fitment. No other information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The set has been received, investigation is not completed. A follow up report will be submitted with any new relevant information.